Event description:
I was implanted with essure coils in 2010. I immediately started noticing pain on my left side. The dr. Who implanted them said it was nothing and should go away. By 2014 I could no longer tolerate the pain, but could not find a dr. That knew what essure was or didn't take my insurance to remove them. I was swelling in my abdomen area (looked like I was pregnant), severe left side pain, cysts on my left ovary, cystic acne (which I never had a problem with), night sweats, low b12, low testosterone, vitamin d deficiency, hair loss, fatigue, low libido, frequent urination and hypothyroidism. I finally had them removed yesterday((B)(6) 2022) and already notice an energy level change, even with the pain from the surgery. The essure on the left side was coming out of my fallopian tube and there was also a fibroid removed. FDA safety report ID #(B)(4).